Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defect was caused due to leakage occurring from biopsy channel, which led to water invasion of the device, then abnormality of electronic parts. The events could have been detected/prevented by handling the device in accordance with the following instructions for use: " inspection of the endoscopic image". "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies there was patient involvement, however, no impact. The duration of the procedure was 45 minutes and patient sedation was not extended. The procedure was completed with a similar device. There was no medical intervention required, nor any other device connected to the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (identified via b5). If additional applicable information is obtained, a follow up report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found water leakage in the body control unit, chipping, lifting, and scratches on the adhesive on the coating of the bending portion of the device, leaking of the biopsy channel, scrapes, buckling, and kinks inside the biopsy channel, electrical continuity failure of the bending portion of the device, and peeling of the coating on the bending section. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope was displaying b30 and e216 communication errors when connected to the processor. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.